Event description:
It was reported that during a low anterior resection for rectal perforation, no staples were deployed on the oral side and few staples were deployed on the anus side when the device was fired on the anal rectum at the first firing. The fired site was sutured by hand. After that, a new reload was loaded into the same device and fired on the colon of the oral side. The second firing was completed without any problem. There were no adverse consequences for the patient. The doctor commented as follows; the force of closing was lower than expected and there was no feedback of grasping, but the force of firing was as expected at the first firing.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with two cartridge reloads present. The reloads were received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.